Event description:
Patient reported "pain and suffering". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "pain and suffering", "my poor health". And "many difficulties for years". Additionally, healthcare professional reported, left side "possible rupture". Device remains implanted.